Manufacturer narrative:
Results of investigation: at this time, vyaire medical has not received the suspect device. Once received and evaluated, a follow-up medwatch report will be submitted.

Event description:
It was reported to vyaire medical that while on simv or ac, the patient will attempt to take a breath and the ventilator will sense it, but not assist the patient or deliver a breath. The airway pressure goes into negative numbers when the patient takes a breath on their own. There was no report of any patient harm associated with this reported event.